Event description:
The tibial insert would not snap into the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of eval: the tibial insert was visually and dimensionally inspected as received. The insert in the as-received condition was assembled onto three baseplates with the results of crisp snap action and full, tight seating. Impaction was not required to obtain seating. A review of the device history record found no discrepancies were reported during manufacture. The exam results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related.